Event description:
The complainant reported that a therapeutic radiofrequency ablation 9rfa) was performed on a patient (age and gender unknown) with hepatocellular carcinoma (hca). The rfa procedure was performed percutaneously on the patient's liver, at s8 level with an ablation time of 30 minutes for the total procedure. The higher achieved power during the procedure was 140w. The complainant confirmed the needle was used with a metal guide during the procedure. Under echo during the ablation the complainant reported observing an approximately 1 cm size bubble on the probe located 2 cm from the proximal shaft. The procedure was successfully completed with this device. No sequellae was identified by the complainant as a result of the reported problem.